Event description:
Event description guidant received information that after being implanted for 39 months, this pacemaker indicated less than 6 months of longevity remaining. It was noted that the device had been programmmed to high output since 2004. There were no adverse patient effects reported. The device will be explanted and returned for analysis due to suspected early battery depletion.